Event description:
It was reported that approximately 4 years and 1 month following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to aortic stenosis. Additionally, possible thrombus/pannus inside of the valve frame was observed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1. B2. B5. H1. The original information indicated the event was a reportable malfunction. Additional information indicates that the patient was hospitalized. The event is now a reportable serious injury. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately (B)(6) following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to aortic stenosis. Additionally, possible thrombus/pannus inside of the valve frame was observed. No patient complications were reported as a result of this event. Additional information was received that the patient went to palliative care.

Manufacturer narrative:
Image review: one 3mensio video clip was provided, displaying a scroll through computed tomography (CT) imaging of the aortic valve from the evolut inflow to outflow. The implant appears to be positioned at an appropriate depth. Calcification is present at the level of the prosthetic leaflets, which may be contributing to aortic stenosis. Possible pannus or thrombus is observed within the tav frame near both the left coronary cusp (lcc) and non-coronary cusp (ncc) approximately 14 millimeter (mm) above the evolut inflow. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.